Event description:
It was reported by service report that a footboard module popped out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: module popped out of the footboard.